Manufacturer narrative:
B2 date of death and b3 date of event were estimated based on death reported as occurring in (B)(6) 2025. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that death occurred. In (B)(6) 2024, the patient presented with unstable angina. Heparin or other antithrombotic medication was administered. The patient was on a prior regimen of aspirin (>= 72 hours). The target lesion was located at distal left anterior descending artery (lad) and was 32 mm long with a reference vessel diameter of 2.5 mm. Following pre-dilation using a 2.50 mm x 15 mm balloon, the lesion was successfully treated with a 2.50 mm x 40 mm agent dcb device with 0% residual stenosis and timi flow 3. A lesion located at mid right coronary artery (rca) was treated with a 3.50 mm x 20 mm agent dcb device. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2025, the patient expired due to unknown cause. It is not known if an autopsy was performed.

Manufacturer narrative:
B2 date of death was estimated based on death reported as occurring in (B)(6) 2025. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that death occurred. In (B)(6) 2024, the patient presented with unstable angina. Heparin or other antithrombotic medication was administered. The patient was on a prior regimen of aspirin (>= 72 hours). The target lesion was located at distal left anterior descending artery (lad) and was 32 mm long with a reference vessel diameter of 2.5 mm. Following pre-dilation using a 2.50 mm x 15 mm balloon, the lesion was successfully treated with a 2.50 mm x 40 mm agent dcb device with 0% residual stenosis and timi flow 3. A lesion located at mid right coronary artery (rca) was treated with a 3.50 mm x 20 mm agent dcb device. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2025, the patient expired due to unknown cause. It is not known if an autopsy was performed. It was further reported that in (B)(6) 2024, 24 days post procedure, pleuritic chest pain occurred. The patient was hospitalized and medication was given or the regiment was adjusted. The event was resolved two days later. Stent thrombosis was adjudicated pertaining to the death of unknown cause.